Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens and clear surgical residue on the lens. Visual inspection found the lens haptic torn and residue on the lens claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -7.50 diopter into the patient's right eye (od) on (B)(6) 2019. The lens was upside down, lens was broken when the surgeon pulled it out to remove it during the same surgery. There was no patient injury and a replacement lens was implanted within the same surgery. Problem was resolved. Cause of event was reported as unknown.